Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4) displayed a user advisory - "(ua)20" (position out of range) error message was confirmed during the functional testing and in the archive data review. The root cause of ua20 error message was due to the encoder drive shaft was not at the "home" position, likely attributed to user error. User advisory (ua) 20 is the clearable error message and alerts the operator that the autopulse driveshaft is not within the normally acceptable range of positions. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. During the visual inspection, a cracked top cover was observed. The observed physical damage was unrelated to the reported complaint and likely attributed to user mishandling such as a drop. The top cover was replaced to address the physical damage. The archive data review shows multiple occurrence of ua20 error messages on the reported customer reported date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to ua20 error message displayed upon powering on, thus confirming the reported complaint.to remedy ua20, the shaft was rotated to "home" position. During service, unrelated to the reported complaint, a bent battery lock was observed, likely due to mishandling. The battery lock was replaced to address the observed physical damage. After service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platfrom (serial (B)(4) ) displayed user advisory "(ua)20" (position out of range). Patient use information was requested but no additional information was provided, therefore patient use is unknown.